Event description:
The biomedical engineer reported that the telemetry transmitter overheated and was hot to the touch. They tested the unit but could not duplicate the reported issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the telemetry transmitter overheated and was hot to the touch. They tested the unit but could not duplicate the reported issue. No harm or injury was reported. Investigation summary: no other information was made available. The phenomenon of a device overheating, being warm or hot to the touch are caused by incorrectly inserting the batteries or forcibly inserting the batteries. The actions taken in designs are: device is equipped with a torsion spring to minimize terminal damage / deformation. Device is equipped with over current protection in case battery is inserted incorrectly. Design of the battery compartment in which the battery cannot be inserted in the opposite polarity · attached a sign that indicates the direction of batteries the actions taken in labelling include: · showing a figure of how to insert the batteries the service history for this gz transmitter shows this is an isolated incident with no recurrence history for this device. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 09/23/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but did not provide additional patient information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the telemetry transmitter central nurse's station: model: cns-6801a. Sn: (B)(6).

Manufacturer narrative:
The biomedical engineer reported that the telemetry transmitter overheated and that the staff told them that is was hot to the touch. They tested the unit but could not duplicate the reported issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the telemetry transmitter. Central nurse's station; model: cns-6801a ; sn: (B)(4).

Event description:
The biomedical engineer reported that the telemetry transmitter overheated and that the staff told them that is was hot to the touch. They tested the unit but could not duplicate the reported issue. No patient harm was reported.